Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and the half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Due to the condition of the device, it was unable to investigate further the hemostasis issue.

Event description:
It was reported that during a laparoscopic sleeve procedure, the tissue pad fell off of the harmonic when the surgeon used the harmonic to control bleeding on the liver bed with the jaws closed. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.